Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A customer from japan reported readings of 7.2% and 6.5% on the a1cnow. The samples were tested on a different system at the inspection center and the readings were 8.3% and 7.9%, respectively. The differences between the test results could be clinically significant. No adverse events were alleged. The customer kit was used up. A replacement kit was provided.